Event description:
In 2007, I have been an amo complete moisture plus consumer for the past two yrs. Over the past three weeks, I have noticed some blurred vision and a lot of discharge coming out of my left eye. I haven't been sick and kept wondering what was going on with my eyes. Today I was driving in my car and heard a recall for the exact contact lens solution that I use. I heard to throw away the contacts and the case for fear of more infection. I have called my optometrist and have an appt with him today. However, I do not have the money for the exam or to buy more contacts, I have to borrow it from a friend. Dates of use: 2004 - 2007. Diagnosis or reason for use: care of soft contact lenses.